Event description:
It was reported the patient was able to get an MRI due to high impedances. As a result, the patient underwent a surgical intervention on (B)(6) 2023 to have their lead replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.